Event description:
Per (B)(6), the customer said his tub was leaking tub model ih3652gw, serial number (B)(4). Per our tech service sending entire door/no follow up required.

Manufacturer narrative:
(B)(4). The malfunction has not been confirmed.